Event description:
It was reported while in use on a patient, the 840 ventilator's screen went blank. The patient was manually ventilated until such time patient was placed on an alternate ventilator. The patient was not harmed or injured as a result of the event. The service engineer (se) inspected the device and found the graphical user interface (gui) inoperable. The se replaced the graphical user interface (gui), central processing unit (cpu) printed circuit board (pcb). Also loaded ak software. Performed extended self test (est), short self test (sst), performance verification test (pvt) and all calibrations in accordance with specifications. Unit passed all tests.